Event description:
A report was received that the patient experienced wound dehiscence at the burr hole site. The patient underwent surgery to remodel the wound. The patient is doing well post-operatively. Additional information was received that no devices were explanted or replaced during the revision to remodel the wound.

Event description:
A report was received that the patient experienced wound dehiscence at the burr hole site. The patient underwent surgery to remodel the wound. The patient is doing well post-operatively.